Manufacturer narrative:
The customer¿s complaint of tubing leak was confirmed. During visual inspection it was noted that the distal smartsite p/n 12274436 near the male luer had damage to the piston p/n 10026585. Further evaluation under microscope, noted that the rubber piston p/n 10026585 had two puncture holes. No other anomalies were observed on any of the other two smartsite components. Functional and pressure testing identified leaking at the distal smartsite port near the male luer. The root cause of the leak was a damaged smartsite piston. The cause of the damage to the smartsite piston was a puncture from a needle or similar sharp object that resulted in permanent holes in the piston material.

Event description:
The dialysis nurse noted that the tubing was leaking out of the port closest to the patient connection. The patient's 100ml calcium gluconate infusion was dripping out instead of infusion for 1 hour and blood from the patient's catheter was back flowing out of the same port. The patient became hypokalemic, symptomatic, and had a small amount of blood loss. Although requested, there were no further details or information provided and no report of lasting harm.